Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via 4-lead monitoring electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. It was determined to be a duplicate service request. The original service request is 1135326, which was deemed not reportable due to 4-lead ECG mornitoring electrodes being utilized. Reports of this nature have no potential for clinical impact as failure of the device to obtain or process 4 lead ECG signals would not preclude the user from obtaining a patient's ECG via other means such as directly through the defibrillator or monitoring device or actual assessment of the patient. The failure does not prevent the device's ability to deliver, or the user's ability to determine, the appropriate therapy.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.